Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1218006) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The aci regional sales manager reported that he was notified of a (B)(6) female patient who underwent a diagnostic coronary procedure in the (B)(6) 2013. Access was obtained at the lower femoral head near the femoral circumflex via a 6f sheath (model unknown). The patient was on aspirin and plavix as part of her daily medication. Peri-procedure, the patient was anticoagulated with aspirin and plavix. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size > 5 mm. Prior to the closure, the nurse was feeling the area around the puncture sight and noticed a 1cm hematoma near the procedural sheath. This was brought to the physician's attention and the physician noted that there were no issues with the puncture and that there was oozing around the puncture site. The physician further added that because of the patient's age it was likely that her arteries were less elastic and therefore, less likely to form a clean seal around the sheath. Following the procedure, the nurse who was in training, selected a mynxgrip vascular closure device 6f/7f for closure. The device was deployed per the IFU. During the tamp down step it was noticed that the patient had a particularly strong pulse. After the device was deployed and removed the nurse maintained fingertip compression for a "little" over a minute and noticed a hematoma forming. Manual compression was further maintained for approximately 4 minutes. At this point it was evident that the patient had a hematoma approximately 8cm in diameter. A femostop was placed on the access site which was inflated to 100mmhg for 5 minutes then increased to 120mmhg and was removed at 20.00hrs that evening. The physician was informed by the nursing team that when the femostop was removed there were no further signs of a hematoma and the area was soft to the touch. On (B)(6) 2013, it was noted that the patient developed a football size hematoma. The patient was sent in for a CT scan which revealed the following: -a 12cm x 8.9cm hematoma (it was later noted by the theater (hospital) staff that this was a huge underestimation of the hematoma size and that they had removed a lot more blood during surgery). Good flow distal to the hematoma. \pseudoaneurysm 1.9 x 1.4cm from the proximal sfa. Comparisons of the original angiogram leg shot and CT scan showed that the puncture site was indeed closer to the bifurcation than originally seen and that in fact the puncture site was likely to be the same location as the pseudoaneurysm. The patient was scheduled to undergo surgery and there were concerns regarding the surgery due to the patient's aortic stenosis and age. Prior to the surgery the patient was noted to be in a peri arrest state/critical state. The patient was taken to surgery and had the hematoma evacuated. The patient received a blood transfusion (4 units of blood), 3 units of fresh frozen plasma and 1 unit of platelets. The patient was reported as hospitalized and stable post surgery. The patient's discharge date was not provided. It was noted that the patient was hypotensive pre and post procedure (despite her being very hypotensive during the procedure). The patient's bp dropped, at times as low as 66/35 and she was given gelofusine. Gelofusine was given pre and post angiogram on (B)(6) 2013 and then again on (B)(6) 2013. No further information is available.